Event description:
Additional information received reported the patient's catheter was revised on (B)(6) 2012. The catheter was occluded in the pocket by a suture. The physician released the suture and observed "good" cerebrospinal fluid (csf) aspiration from the side port. The patient's therapy was resumed. It was reported the patient was doing well and his physician was titrating his morphine.

Event description:
It was reported that during the first refill following implant of the pump there was a volume discrepancy involving actual residual volume (arv) that was greater than the expected residual volume (erv). It was reported that the pump was implanted on (B)(6) 2012 and was filled with 20ml of 0.5mg/ml morphine. On (B)(6) 2012 20ml of fluid was removed from the pump when 6.6ml was expected. It was unsure if the physician aspirated from the catheter access port (cap) after attaching it to the pump. The reporter stated that the patient continues to be in "a lot of pain" but no other significant symptoms or treatments performed. No further details were provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath. Product type: catheter. (B)(4).